Event description:
Failure of right hip fracture internal fixation. The compression screw has cut out of the femoral head, leaving her a significant amount of lateral pain. Had surgical removal of the compression screw. The long stemmed intermedullary rod remains in place in the proximal right femur.